Manufacturer narrative:
(B)(4).

Event description:
It was reported that the nurse tested the cuff prior to use but air leaked from the inflated cuff. There was no report of patient involvement. There is no report of serious injury or death associated with this report.

Manufacturer narrative:
(B)(4). The customer reported issue is confirmed. Functional and visual inspection was performed and it was observed the sample revealed a small cut in the cuff. Manufacturing controls were reviewed and no non conformances were identified. We are unable to determine the cause for this specific event however; information has been added to the database and trends will continue to be monitored.